Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the rusty residue on the bending section cover and bending section cover glue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The cysto-nephro videoscope was returned to the service center with a report of no image and broken lens. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, rusty residue on the bending section cover and bending section cover glue was found. There was no patient involvement.